Manufacturer narrative:
The manufacturer was notified of the event that involved the identified device, including the problem experienced. However; no other informaiton was provided. Initially, the facility/user did not respond to requestes to come on-site to evalute the device, but on (B)(6) 2022, the facility called and asked for someone from the manufacturing company to come and inspect. Inspection, and the beginning of rca will begin on may 12. More informaiton should be available after that time.

Event description:
From the user medwatch 3500 form (this informaiton was not provided directly to the manufacturer): the ceiling lift strap broke when the patient was being transferred out of bed to the wheelchair via lift. The patient fell approximately 3 feet to the floor, landing on his right side. The nursing supervisor was notified and brought a hover mat to assist the patient back into the bed. The nurse practitioner was notified and presented to assess the patient before he was tranferred back into the bed. From manufacturer: please note that the facility did not provide tolls with any information related to the event of the patient. The birthdate and the age are just placeholders to allow submission of this MDR.